Event description:
Country of complaint: (B)(6). Customer detected that there is double labeling on the outside of the package.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 2 boxes (12 units per box). There are no previous complaints of this code/batch. There are no units in our stock. The two received boxes are labeled doubly. The product contains the correct label, but also an incorrect label from another product. Both products were being labeled manually in the warehouse. The mistake took place at the moment of selection of the labels. The person who was conditioning the product manually, selected a wrong additional label. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action to prevent recurrence.